Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to deliver medication. The following was translated from chinese to english: starting from early november, following the doctor's advice, insulin injections were used normally. By (B)(6) it was discovered that blood sugar control was poor, and upon examination, it was found that insulin was not injected into the body. After replacing the needle, it can be injected normally and blood sugar can be controlled. No significant harm was caused to the patient.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to deliver medication. The following was translated from chinese to english: starting from early november, following the doctor's advice, insulin injections were used normally. By november 18th, it was discovered that blood sugar control was poor, and upon examination, it was found that insulin was not injected into the body. After replacing the needle, it can be injected normally and blood sugar can be controlled. No significant harm was caused to the patient.